Event description:
A cartridge alarm 20 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller was able to successfully load a cartridge and resume insulin therapy, and the issue was resolved.